Manufacturer narrative:
On 13jan2025 the bench service engineer (bse) evaluated the device and checked the diagnostic report (drpt). The bse confirmed within the drpt that there was an occurrence of the vent-inop: machine and proximal pressure sensors failed diagnostic code, 1007. The bse determined that a replacement motor controller (mc) printed circuit board assembly (pcba) would be required to resolve the issue. A quote for further bench service and a replacement mc pcba has been provided to the customer. Additionally, it was provided that the initial occurrence of the issue was in october 2024, not december 2024. Prior to the determination that the mc pcba would need to be replaced, it was attempted to resolve the issue by replacing the power management (pm) pcba, but the issue persisted. The investigation is ongoing.

Manufacturer narrative:
On 28jan2025 the bse replaced the mc pcba to resolve the machine and proximal pressure sensors failed alarm. Following the part replacement the bse completed a performance verification test (pvt) which the device passed. The device will be returned to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a machine and proximal pressure sensor failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they had recently had the power management (pm) printed circuit board assembly (pcba) replaced as part of a field change order (fco). Following the pm pcba replacement, the customer experienced the machine and proximal pressure sensor failed alarm. The customer informed the rse that they had already attempted to reseat the motor controller (mc) pcba and data acquisition (da) pcba cables, but the issue persisted. The customer requested bench service at a bench repair center, so the bench repair form was provided. This investigation is ongoing.